Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulation (scs) lead migration. The patient underwent lead explant procedure and was doing well postoperatively. The explanted device will not be returned. No device malfunction was suspected.